Event description:
It was reported that a revision was performed.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
On november 4, 2011 it was reported a closed reduction under conscious sedation of right total knee arthroplasty dislocation was performed. On (B)(6), 2012 the patient experienced dislocation. The physician attempted a reduction right total knee arthroplasty under c-arm. On (B)(6) 2012 the patient underwent an urgent right total knee revision and right knee synovectomy.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.